Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on a competitor brand device. The customer noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced a loss of consciousness and was unable to self-treat. A healthcare professional (hcp) provided glucose via hand vial injection for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 10.70 mmol/l was compared to a competitor brand meter reading of 1.40 mmol/l and the results, when plotted on a parkes error grid, fall into the "e" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.